Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a review of the event history log for the reported event date identifies a heparin infusion (25,000 units/250 ml) at a programmed dose of 1,000 units/hr (10 ml/hr). The infusion was initiated at 19:12 with flow confirmation. Early in therapy, the pump stopped due to a downstream occlusion alarm at 19:18, followed by an air in line alarm at 19:19, resulting in interruptions to heparin delivery. The user unloaded and reloaded the tubing, corrected a load sequence alarm, and cleared the alarms. The infusion was successfully restarted at 19:26 with unchanged parameters and flow confirmation. No further delivery alarms were recorded after the restart. Multiple network disconnect and reconnect events occurred but did not interrupt infusion delivery. The early interruptions during active heparin therapy may have resulted in reduced or inconsistent medication delivery, which could explain the reported subtherapeutic lab results, subsequent rate increases and bolus dosing, and the later rapid change in heparin levels following pump and tubing changes. In conclusion, although downstream occlusion and air in line alarms were observed during the infusion, such alarms may be caused by factors other than an intrinsic pump malfunction, including external tubing kinks, catheter resistance, patient related conditions, or handling and environmental factors, and therefore do not by themselves confirm a device hardware issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b1, b2, b7, e4, g2, h1, h6, h10 correction b3. Additional information b5: additional information received from the reporter stating drip appeared to run faster following changes despite same pump settings. The heparin rate was increased several times per protocol along with heparin boluses administered according to hospital heparin protocol due to subtherapeutic heparin anti-factor xa (10a) level. Over a 36-hour period the pump indicated 523.6ml was infused; however, the 250ml bag of 25,000 units of heparin had not been changed. The patient received between 1000 units/hour and 2200 units/hour. The pump, tubing and medication bag were changed, and the patient immediately became supratherapeutic and it took time to re-regulate heparin rate to a safe level.

Event description:
It was reported that a spectrum iq pump under infused heparin during patient infusion. The nurse noted drips were slower than normal. Additional heparin bolus doses were given and the pump was changed. There was no report of patient injury as a result of this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.